Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 541 mg/dl. The cause of the elevated bg was unknown. Bg level was addressed with manual injections and a supply change. A recommendation was made for the customer to discuss elevated bg levels with the healthcare provider.